Event description:
It was reported that the insulin pump was unable to upload data to the carelink software. The blood glucose reading was unknown. The customer requested replacement of the insulin pump since several uploading attempts were unsuccessful. Nothing further reported.

Manufacturer narrative:
The insulin pump was unable to download to the carelink software due to spanish software anomaly alarms in the alarm history screen. The alarms were due to a corrupted history file. The insulin pump had a minor scratched display window. The insulin pump was monitored and no blank display was noted.